Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. It was noted that the software was un-installed and reinstalled. The system sat for thirty minutes without shutting down. Software logs have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after a case, there was an unexpected software exit. The system was set aside and left idle for about ten minutes when the screen displayed "no input detected" and then went black. There was no patient present when this issue was identified. While on-site to troubleshoot the system was in the navigate screen was left idle for about ten minutes when it logged out of the ear, nose throat (ent) software and rebooted into the login scree. The system did not fully reboot, only the computer.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.